Manufacturer narrative:
Corrected data: explant date inadvertently entered as (B)(6) 2015 instead of correct date (B)(6) 2015.

Event description:
Device 1 of 2.reference MFR report#1627487-2015-00212.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-00212. It was reported the patient lost stimulation (date of event is unknown). Reportedly, it was determined the leads migrated down towards the ipg pocket. As a result, surgical intervention was undertaken during which time one lead was explanted and replaced. However, the second lead was repositioned back into the epidural space. Note: the specific lot number/serial number of explanted lead is unknown.